Event description:
The hospital reported that after the endoscopic vein harvesting procedure (radial then saphenous), the hemopro device would not turn off when the activation toggle switch was confirmed to be in the "off" position. There was no device overheated. The connection between the dc extension cable and the hemopro device was slightly disengaged and not fully connected as reported. It was suspected that the device not turning off was a result of this slight disconnection. No replacement unit was required to complete the procedure since this occurred after the procedure was completed during the stab and grab. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: visual inspection showed that the device was received with a bent shaft and a burn mark from the tri-heater wire assembly on serrated section of cold jaw boot. Resistance measurements, functional pre-cautery and continuity tests were performed on the returned device and there were no non-conformances discovered during the investigation. The reported observation was not confirmed. A lot history record review was completed for the product, there was no non-conformance associated with the lot number.